Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) during atrial fibrillation (af) with rapid ventricular response onset. The rv lead triggered a lead integrity alert (lia) as the twos elevated the daily sensing integrity counter (sic) and high rate non-sustained episodes were recorded. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported thought follow-up obtained from the clinic that reprogramming was performed.